Manufacturer narrative:
Physio-control is continuing to investigate the reported incident.

Event description:
Reporter stated recently replaced the battery on their device. Flashing wrench on the keypanel when device turned on. There were no reports of any pt use associated with the reported incident.